Manufacturer narrative:
H11. Additional narrative. Updated h6. A device history record (DHR) review was performed, and no relevant non-conformances were identified regarding the assembly of the cloth-covered wireform or the valve system. A lot history review was performed and no other complaints resulted. Complaint history was reviewed, and no relevant complaints were found. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Mitris valve's cloth is thin knit and made with polytetrafluoroethylene (ptfe) fibers and a soft silicone base ring. The use of a thin ptfe knit cloth was intended to elicit less of an immune response than the polyester cloth used for other sewing rings and would therefore minimize the formation of a thick pannus layer while not inhibiting ingrowth into the knit structure of the sewing ring. Based on a lot and complaint history review, there are no other complaints within the last year with the same work orders or same complaint allegations. Per investigation, the reported mitral annular rupture cannot be attributed to the customer's alleged design defect. Based on the information available, the complaint is unable to be confirmed, and the root cause is most likely due to intraoperative factors, as the surgeon confirmed there was no allegation of a manufacturing defect.

Event description:
It was reported that a 25mm 11400m valve was explanted at implant due to mitral annular rupture. The device was explanted and replaced with a non-edwards valve following annular repair. The patient was on bypass throughout the surgery. The patient's outcome was reported as 'recovered'. Per the reported information, the surgeon commented that the stiffness of the 11400m cuff caused the annular rupture. There was no allegation of manufacturing defect; however, the surgeon considered that the cuff of the mitris valve is too stiff, increasing the risk of left ventricular rupture, and requested edwards to redesign it more flexible.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for return as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.